Manufacturer narrative:
The referenced report of a previous sternal wound infection and treatment is covered under MFR report # 2916596-2014-01424. Approximate age of device ¿ 1 year, 11 months. The pump remains in use supporting the patient. A correlation between the device and the reported pump pocket infection could not be conclusively determined. Pump pocket infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was previously reported that on (B)(6) 2014, the patient was admitted due to fever and purulent drainage from a subcostal incision site. On (B)(6) 2015, the patient had another abscess within the sternal incision. The abscess was cultured and drained. The incision site was packed and the patient continued on IV antibiotic therapy. On (B)(6) 2016, it was reported that the patient continues to have ongoing issues with infection and remains on IV antibiotics. The customer was concerned the infection may have reached the pump pocket area even though tests were inconclusive. It was reported that the patient is not a transplant candidate due to excess weight. No additional information was provided.